Event description:
Event description boston scientific received information that two weeks post implant, this right ventricular lead exhibited impedances greater than 2000 ohms and thresholds greater then 6.0v. A revision procedure was performed, the lead was removed, replaced, and returned for analysis.